Event description:
At the request of the pt's parent this voluntary medwatch is being submitted. Pt received an aortic homograft from cryolife. Aortic homograft pre-placement was cultured. Culture grew 4+ enterobacter. Pt was placed on antibiotics without signs or symptoms of infection. Pt discharged.

Event description:
Add'l info received from MFR 3-3-03: according to the reported info, pre-culture of the device resulted in growth of 4+ enterobacter. The device was implanted, and the pt was treated with prophylactic antibiotics and did not demonstrate "...signs or symptoms of infection." Since the valve was implanted into the pt, no sample of the device was returned to cryolife for evaluation. Therefore, no failure analysis or laboratory testing of this device could be performed by cryolife. Cryolife's investigation of this event involved review of the device's manufacturing records and review of the disposition of all tissues processed by cryolife and derived from the same human tissue donor. Review of the device's manufacturing records indicated that the device conformed to cryolife's microbiology and quality specifications. Review of the donor tissue disposition records found that only two allografts were derived from the involved donor's tissues, and one allograft was discarded prior to release since it did not meet dimensional specifications. Therefore, evaluation of whether there have been other positive cultures or infections associated with products derived from the involved donor could not be performed. In conclusion, the source of the reported contamination could not be determined.